Event description:
It was reported that there was foreign matter on the tip of bd insulin syringes with the bd micro-fine¿ IV needle. No patient impact reported. The following information was provided by the initial reporter: as per account, there have been some reports of the tips not being in great condition. The person was able to provide us with a brand new syringe, and indeed, there was some kind of gooey black substance on the tip. When I touched it, bare handed of course, it was gummy and kind of pulled as if it was similar to chewing gum.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 18-may-2022 h.6. Investigation: customer returned (2) 1ml, 12.7mm, 28g syringes in open blister packs from lot # 0363926. Customer states that there was a black gooey substance. Both returned syringes were examined and both exhibited a dark material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0363926. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause could not be determined.

Event description:
It was reported that there was foreign matter on the tip of bd insulin syringes with the bd micro-fine¿ IV needle. No patient impact reported. The following information was provided by the initial reporter: as per account, there have been some reports of the tips not being in great condition. The person was able to provide us with a brand new syringe, and indeed, there was some kind of gooey black substance on the tip. When I touched it, bare handed of course, it was gummy and kind of pulled as if it was similar to chewing gum.